Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The basic evaluation began (B)(6) 2021. It was reported that the patient was in the hospital due to high blood sugar. They are a type one diabetic. They mentioned that it was because of the device. There were no device issues reported, and no further patient complications reported at this time.